Event description:
It was reported that a ridge was noted around the catheter balloon when the balloon was deflated. Catheter was difficult to remove causing discomfort for the patient.

Manufacturer narrative:
The sample was not returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4).